Manufacturer narrative:
Additional info will be provided once the investigation is completed.

Event description:
It was reported that while the probe was being used during a case, it disaggregated into 3 pieces. The case was finished using another probe.